Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left main trunk to proximal of left anterior descending artery. A 10mmx2.75mm wolverine cutting balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon released pressure. The device was removed and a pinhole was noted at the proximal end of the balloon. The procedure was completed with another of the same device. No patient complications as a result of this event.

Manufacturer narrative:
Nvestigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as adverse event related to patient condition based on the available information, reported anatomical detail and the record review conducted at the complaint investigation site. Based on the available information it is likely that the reported balloon leak was due to interaction between this device and the patient anatomy present in the vessel being treated.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left main trunk to proximal of left anterior descending artery. A 10mmx2.75mm wolverine cutting balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon released pressure. The device was removed and a pinhole was noted at the proximal end of the balloon. The procedure was completed with another of the same device. No patient complications as a result of this event.